Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection the surgeon attempted to fire on thick tissue. The compression handle was closed and the device was fired. The cartridge did not advance to compress the tissue and as a result the staples stayed in the cartridge and did not deploy. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received with 17 b-formed staples on the pockets, with the washer completely cut, with drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.